Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced eight infusion sets leaking from site on (B)(6) 2024. Event occurred in less than one day of use. The blood glucose level was 550 mg/dl and ketone levels were also found to be life threatening by health care professional at the time of event. Patient resolved it with the help of insulin pen. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 02 - MDR 1870013: correction: this MDR is being submitted to correct the submitted expiration date and primary unique device identifier (UDI) number under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6000962 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the code leakage from infusion site (specific cause not identified) not confirmed to be infusion set related (ex. Tissue no longer absorbing). Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 03 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 02 on reference samples, 10 samples out (B)(4) samples passed the test. Functional leak test 2 according to wi version 02 on reference samples, 10 samples out (B)(4) samples passed the test. Device history record (DHR) review: packing: lot 6000962 was manufactured according to the wi version 22 in the line l-2, on 26/may/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 04/aug/2025 against malfunction code leakage from infusion site (specific cause not identified) not confirmed to be infusion set related (ex. Tissue no longer absorbing) and lot 6000962 and no other complaint has been registered in database for the same lot 6000962 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.